Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the reported product was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection and functional test of the returned device. Visual inspection found that the inflow tubing fms vue 24pk was in used condition. No structural anomalies were found on the device. A functional test was performed for the received device. The device was tested using fms vue pump. The device performed as intended, no fluid leaks, excessive pressure or chamber overfill happened during testing. The overall complaint was unconfirmed as the observed condition of the inflow tubing fms vue 24pk would not contribute to the complained device issue.¿ based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during the system set up. As per the instructions for use when positioning the fill chamber in the bracket, make sure that the fill chamber symbol is facing toward the user and tubing is not twisted. Improper positioning could cause the tube to twist and obstruct the flow of fluid, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: ((B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported by the healthcare professional in france that during an arthroscopic procedure of the left knee for a medial meniscus lesion, the inflow tubing fms vue device was being used. It was reported that the hanging leg, left thigh is positioned in a standard knee clamp. Various elements connected to the column, including the knee perfusion tube and the aspiration tube for the shaver. Pressure set at 75 mm hg as usual. Normal procedure begins, allowing exploration of the patellofemoral compartment and the medial compartment, where the meniscal lesion can be treated. Observation of abnormal pump activity, which appears to be running at "full speed". After 4 to 5 minutes, the procedure was stopped to check the pump and reconnect the tubing, which was done twice. Same problem and observation of an abnormal perfusion with use of the 1st 3-litre bag without recovery of as much liquid in the evacuation containers. The tubing was changed and the situation returned to normal. Nevertheless, the intra-articular tissues were abnormally swollen, preventing exploration of the lateral compartment, and palpation of the calf revealed a very tense leg, similar to an examination for a "ruptured popliteal cyst". The procedure was stopped the suture could not be cut well and the suture wouldn't hold in the cutter. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information requested and received from the reporter: 1. Did the swelling (extravasation) resolve without permanent injury to the patient? Yes. 2. Was any additional medical or surgical intervention required? No. 3. What was the patients outcome? Soft. 4. Is there any future procedure planned for this issue? No, but the swelling was impressing and occurred extremely quickly.